Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of getting "shocks" inside their chest and felt it was "making their heart rate race". The device was interrogated and the right atrial (ra) lead was suspected to have dislodged. It was later noted that there was high thresholds and under-sensing. It was confirmed on fluoroscopy that the lead had pulled back into the subclavian vein. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.